Event description:
It was reported that this pacemaker was part of the system revision due to potential allergic reaction and possible infection. Reportedly, the patient's body was apparently rejecting the implanted device. No adverse patient effects were reported. The pacemaker remains implanted.